Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of 400 mg/dl and stated that they were not going down. Troubleshooting was performed and all settings appeared to be normal. Customer's blood glucose reading at the time of the call was 345 mg/dl and has treated with the insulin pump. Customer's blood glucose readings by the end of the call were 374 mg/dl. No further information reported.